Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and plunger push. Insulin did not exit with fixed prime, but did exit with plunger push. During manual prime, insulin pump alarmed "fill cannula". Customer was not able to assemble a new reservoir and infusion set. Customer was advised that it was not determined what caused occlusion. Customer was advised to change infusion set and reservoir as soon as possible.